Event description:
It was reported that following a fall down the steps, the pt reported the stimulation was in the wrong location. The pt had an x-ray of the lead site. The hcp indicated that the lead may have moved. The pt also indicated the device had overdischarged. The primary reasons for the overdischarged were due to problems with recharging/coupling, and pt dissatisfaction/compliance. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).